Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not fire energy after activation. It looked burnt at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode for thermal damage between grips on the instrument bipolar yaw pulley are typically attributed to mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive path. A review of the instrument log for the instrument associated with this event was attempted. However, the search did not return any results for the instrument's usage history. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: there was evidence of thermal damage to the grip base. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.